Event description:
After the unit was changed from the standby mode to the fixed mode, the gantry started to rotate with the pt on the table. The pt was not adversely affected. The rptr stated that the unit had been refurbished.